Event description:
An olympus representative reported on behalf of the customer, the ultrasound probe is loose, causing it to rattle and chipping adhesive on the bending section cover of evis lucera ultrasound gastrovideoscope. The device was returned to olympus and upon evaluation at the repair center, they found insufficient adhesive in the screw holes at the distal end. This report is being submitted for the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of chipped adhesive and loose probe was confirmed. The following additional findings were also noted: scratch on switch button one, detached adhesive on the bending section cover, assorted scratches, peeled paint on the air/water cylinder, and peeling on the scope cover plate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined.